Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Operator of device was a health professional. Placeholder.

Event description:
It was reported that during removal of a syndesmotic screw from the right ankle, the spare reamer tube ((B)(4)) broke in half. All pieces were retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the returned device consisted the spare reamer tube broke in half through the tightening/loosing bore. Investigation revealed the spare reamer tube broke during the attempt to disengage the two parts in the wrong rotating direction which is clockwise due to a left hand thread. The tube broke due to mechanical overloading. This complaint is deemed invalid from a manufacturing standpoint. Product development event evaluation revealed there is no damage to the teeth or inside the reamer, consistent with that failure mode, indicating that it was a different failure mode. Since the spare reamer tube was stuck to the reamer, it is possible that removal was attempted by inserting a separate wire into the holes in the spare reamer tube for hollow reamer, thus causing the breakage when attempting to disengage the 2 parts. It cannot be ascertained if this is the method of breakage. This complaint is deemed indeterminate.